Event description:
Catheter was prepped normal way a flush with hep saline. It was then plugged into the system and inserted into patient, but the catheter would not show force reading. It was shown to be inaccurate. The device was unplugged and plugged back in and tried again but still would not work. So, a new device was used and worked fine. Company is replacing item.